Event description:
The patient reportedly developed a wound infection and was recommended non-use of the device. Advanced bionics is currently in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.